Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, the right ventricular (rv) lead was found to be dislodged. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition following the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece. A visual inspection revealed the helix to be retracted and clogged with blood. After cleaning, the helix was able to successfully extend and retract by applying torque directly at the connector pin. The measured full helix extension length was within required performance specifications. The reported event of loss of capture was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual and x-ray inspections of the lead revealed no anomalies with the exception of damage consistent with procedural damage.

Event description:
Additional information received indicated intermittent loss of capture was observed on the right ventricular lead in additional to dislodgement.